Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination revealed that there was shaft damage in the form of a severe kink located 90.5cm from the tip. Visual examination also revealed that the infusion line had burst proximal the kink. The location of the burst infusion line was approximately 93cm to 96.5cm from the tip. The device was set-up and functionally tested per the directions for use, and the device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of the device having shaft damage was confirmed.

Event description:
It was reported that the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. As the catheter was advanced, the infusion line began to come off the catheter. The device was removed and atherectomy was not completed. The procedure was completed using balloon angioplasty. There were no patient complications. It was further reported that three passes were performed in the superficial femoral artery, and it was on the fourth pass that the outer sheath began to tear and mushroom at the sheath hub. The device was used over a 300cm thruway guidewire.

Event description:
It was reported that the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. As the catheter was advanced, the infusion line began to come off the catheter. The device was removed and atherectomy was not completed. The procedure was completed using balloon angioplasty. There were no patient complications.